Manufacturer narrative:
We received the catheter with non-vygon needle-free connector as a faulty sample. The catheter tubes demonstrated several residues and fibres at the surface. The catheter could be flushed using a 10 ml syringe. Examination of the catheter tube revealed a leak in the wing. Upon microscopic examination, a hole was discovered at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture likely caused by excessive tensile stress. There are various events that can lead to a leaking catheter: 1.tensile force-which may be caused by: - dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. - for babies-routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3.alcohol-based disinfectant- concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records was performed, and no deviations were found. The batches complied with its specification and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. A review of vygon USA's complaints data shows that there is no additional complaints against product lot number 22k017d. Corrective action: as the catheter worked well for 3 days before the failure occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
PICC line break/leak at the junction of the line at the wings.

Event description:
PICC line break/leak at the junction of the line at the wings.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. Upon receipt, an investigation will be conducted, and the FDA will be notified of the investigation's results via follow up MDR.